Event description:
It was reported that a high drain 107 alarm occurred on a homechoice (hc) machine at the end of therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) did not have any symptoms. The hp¿s total volume was 12000ml and the fill volume was 1800ml. The hp had already spoken with their registered nurse. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The cause of the increased intraperitoneal volume (iipv) could not be determined through a device history review or a service history review. Should additional relevant information become available, a follow-up report will be submitted.